Event description:
Acute care inpatient being readied for discharge to nursing home. On a kci-kinair speciality bed for skin breakdown. Pt soiled and rn raised all bedrails for pt safety while turning from side to side to clean pt. Rn urgently called out of room at approx 1213 and all 4 bedrails up. Pt care assistant entered room at 1215 and found pt with knees and hands on the floor by side of bed and neck hyperextended in side of bedrail. Pt between the mattress and the bedrail. No pulse or respirations. Code blue called to resuscitate pt. Family contacted with md discussing with decision by family to not to continue resuscitation and pt pronounced at 2008 at 1230.